Event description:
It was reported that the patient complained of intermittent pectoral stimulation in certain postures, as well as dizziness. The physician was unable to reproduce the stimulation in clinic using isometric testing. There is no noise noted on the right ventricular (rv) lead, and thresholds, sensing and impedances are stable. The physician is monitoring the patient and no intervention has been done. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg), (B)(6) 2007. (B)(4).